Event description:
New information received notes that additional intervention was performed to pair the patient's device via bluetooth low energy telemetry. No further patient consequences were reported.

Manufacturer narrative:
The reported event of the inability to pair the mobile application to the implanted device was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.